Event description:
It was reported that a hardware removal was performed due to patient complaints of pain. During the original procedure the plate was bent which was thought to be related to the report of pain. The original procedure was done approximately two years ago. A 13 hole sternal plate without pin and eight (8) self drilling locking screws were removed. A revision was not required as fracture was completely healed. There was no surgical delay and the surgery was completed successfully. The devices will not be returned for evaluation. There is no additional information available. The report is 2 of 2 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when pain begin. This report is for one unknown screw/unknown lot number. The original procedure was done approximately two years ago. Original implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.